Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device failed testing.

Manufacturer narrative:
The customer was provided with a service quotation. The system is not covered under warranty or contract, and no purchase order or response has been received from the customer. No conclusion can be made. The device remains at the customer site, and no further evaluation is warranted at this time.